Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had suspended pump insulin delivery and reverted to using insulin pens for a period of time. Pump was "beeping" and subsequently, pump turned off. Customer could not turn pump back on. Customer did not have charging supplies to confirm if battery depletion was the cause of the event. Customer declined to provide further information and declined tandem technical support's offer to follow up. There was no reported impact to customer's blood glucose.